Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm vein. An 8.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the first inflation at 24 atmospheres for 15 seconds, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.